Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One day post implant the patient experienced arrhythmias and asystole due to unstable thresholds and intermittent loss of capture on the right ventricular (rv) lead. Initially the parameters on the lead were reprogrammed and the lead was subsequently repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.